Manufacturer narrative:
The implant date was corrected and it was reported that the lead is now explanted. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection as well as an inspection of the provided fluoroscopic images. Approximately 36cm distal to the is 1 connector pin the lead body was found squeezed and deformed. This damage is assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis of the provided fluoroscopic images gained no further information. The manufacturing processes for both devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. The analysis did not reveal any sign of a material or manufacturing problem of these devices.

Event description:
Noise was reported on this lead. No inappropriate shocks were recorded. Lead remains implanted.